Manufacturer narrative:
Date of report : 15mar2019, date rec¿d by MFR : 13mar2019. Multiple attempts were made to obtain further information on the repair of the information, however, no response has been received. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Should new, relevant information become available, a supplement al report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported battery failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.